Event description:
On 11/8/96, the facility nurse contacted a MFR nurse and reported that during surgery on 11/7/96, when the device "j-wire" was inserted, it bent and was not usable. The facility nurse did not know if the surgeon met resistance prior to the guidewire bending. The bent device guidewire was withdrawn and another j-tip device guidewire made by another MFR and packaged individually was then used for the insertion procedure. The device was successfully implanted using the second j-tip guidewire.